Event description:
Reportedly, the device and leads were extracted due to infection on (B)(6) 2013.

Event description:
Reportedly, the device and leads were extracted due to infection on (B)(6) 2013.

Manufacturer narrative:
(B)(4).